Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had button error alarm and motor error alarm. Customer's current blood glucose level was 70 mg/dl. Customer stated that during a rewind attempt the device gave a motor error alarm follow by a button error alarm at night. Customer advised the screen is scratched and hard to read. Customer had high blood glucose as a result of the keypad anomaly. Troubleshooting for high blood glucose was performed. Troubleshooting for the motor error alarm was performed. Customer was able to perform and pass the displacement and manual prime tests. Motor error alarm did not recur. Troubleshooting for the cosmetic damage was performed. Customer advised there is a scratch on the bottom of the display screen making it hard to read. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.